Manufacturer narrative:
(B) (4). The ge service rep could not duplicate the ma error. He ran a system filament calibration and this corrected the error. He formatted and reloaded the software then reloaded the cal files. The images retrieved correctly. The system functions normally at this time.

Event description:
The customer reported there were intermittent ma error messages after they completed the fluoro shots. No patient injury was reported.